Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: supplier (B)(4), packaged by: monument. Manufacturing date: january 05, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the placement tool blocker is broken. The polyaxial head placement tool (03.632.037) is used in the matrix degenerative and deformity spine systems. The tool is used to retrieve a polyaxial head from an implant module and place it over a matrix bone screw. The technique guides state that, to ensure the polyaxial head is securely attached to the bone screw, the user is to gently lift up on the placement tool and angulate the polyaxial head. The returned device was examined and the complaint condition was able to be confirmed as the blocker was returned separate from the remainder of the instrument. Evidence of laser welding was apparent on both the instrument body and blocker. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. Use of the placement tool while not fully engaged with the polyaxial head could cause the blocker component to experience unintended forces, making it vulnerable to breakage in the area of the laser weld. As the blocker is only laser welded to half of the outer shaft body, it is possible that use over time, coupled with excessive off axis force, contributed to this complaint. Specifics as to the method of use at the time of failure were not available, as such no definitive root cause was able to be determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during the surgery the screw was loaded to the screwdriver and the sleeve. Once the surgeon started to insert the pedicle screw; the screw moved from the screwdriver then the surgeon discovered that the retaining sleeve was broken. There was a broken part inside the wound but it was removed and another retaining sleeve was used and the surgery went well. During the 3d head insertion to the bone screw of matrix; the inner part of the positioning instrument was dropped during the surgery, the dropped part was removed the patient is fine. It was reported there was a thirty minute delay in the procedure. During the investigation of the returned product it was noted that the positioning instrument was broken. This is report 2 of 2 for (B)(4).